Event description:
It was reported that there were high impedances of greater than 10,000 ohms on contacts 8-11 on the lead/neurostimulator. It was noted that the implantable neurostimulator (ins) was going to be replaced on the day of the report due to end of service (eos). No lead fractures were identified at the replacement. The health care professional decided to replace the entire system with a new lead and extensions. It was determined that the impedance issue was caused by the lead extension. The patient was doing fine and getting great stimulation coverage. It was noted that impedances resolved and that there were no bad impedances in her system.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type extension; product ID 3998, lot # v010602, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type extension; product ID 3998, lot # v010602, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type lead. (B)(4).